Event description:
It was reported to boston scientific that a captivator emr snare was used for a gastroscopy procedure performed on (B)(6) 2026. During the procedure the snare broke. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of loop break.